Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to a urinary tract infection and pneumonia. The reported blood glucose reading was 999 mg/dl. The customer was stressed, depressed and over worked per the nurse. Found only one bolus delivery in the bolus history for that day. Troubleshooting was not possible at the time of the call. Nothing further was reported.